Event description:
(B)(4). It was reported that subsequent to a coronary stenting treatment procedure a side branch event occurred. The patient presented with stable angina in (B)(6) 2013 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 90% stenosed target lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.00mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and placement of a 3.00 x 28 mm study stent was deployed, resulting in 0% residual stenosis. Core lab angiography showed pre-procedure 0% side branch stenosis at the ac marginal while post-procedure 70% side branch stenosis was noted at the ac marginal. The following day, elevated troponin (peak troponin t: 0.13 ng/ml; uln: 0.01 ng/ml) consistent with myocardial infarction occurred . No action was taken in response to the event and was discharged 2 days post-procedure on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).